Event description:
It was reported that the customer had many no delivery alarms with different reservoirs, tubing, and catheters. Customer's blood glucose level was 4.9 mmol/l. Customer stated that the insulin does exit with the plunger push, but a no delivery alarm appears with the reservoir in the pump. Insulin pump will be returned. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube.